Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the arterial cable head did not lock onto the monitor. No other details regarding the nature of the event were provided. The user reported, there were no adverse consequences to a patient as a result of this event.